Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model xxxxxxx) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, the catheter was difficult to position which caused a procedure delay. The catheter was removed and noted to be bent. Another catheter was used to complete the procedure with no consequences to the patient. However, it took approximately 30 minutes from finding the issue to resolving it.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter no longer deflected into the correct shape when actuating the steering mechanism due to a kink in the deflectable shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink in the shaft remains unknown.